Manufacturer narrative:
Updated fields; b4, b6, b7, d10, g3, g6, g7, h2, h6, h10, h11. Corrected fields: d1, g1, h4.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse successfully completed a simulated treatment with trainer and catheter without issue. Nothing abnormal was identified on the iabp. The fse then performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a daily check, it was discovered that the motor was loose on the cs300 intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.